Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with (B)(6) bacteremia and a chronic subdural hematoma hematoma. It was also reported that evidence of infection with possible septic emboli was seen on the patient's echocardiogram. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced once the infection had cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.